Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent treatment for a type b dissection with a conformable gore tag thoracic endoprosthesis. When the physician initiated deployment, the device moved proximally, partially covering the brachiocephalic artery (bca). The physician then decided to place another stent-graft to preserve blood flow into the bca. The procedure ended without further incident, and the pt is okay.